Event description:
The customer reported via phone call that they were hospitalized on (B)(6) 2015 with severe kidney damage and a high blood glucose. The customer went without insulin two days because they did not know how to treat without the insulin pump. The customer had diarrhea, fatigue, dehydration, and vomiting. The customer's blood glucose level was over 500 mg/dl. The customer was wearing a loaner insulin pump from their trainer. The insulin pump alarmed no delivery. The keypad was unresponsive and the drive support cap was flushed. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.